Event description:
The customer reported to olympus that the colonovideoscope air was insufficient to clear water from the objective lens. The device was returned for evaluation. During the device evaluation, the foreign matter issue was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that due to the clogging of the nozzle, water removal ability does not meet the standard value. The nozzle had foreign objects. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The adhesive on the bending section cover had a chip. The adhesive on the bending section cover had a crack. The adhesive on the bending section cover had a white-clouded area. Switch 1 had a cut. The objective lens had discoloration. The adhesives around the objective lens had a white-clouded area. The suction connector was deformed and had corrosion and discoloration. The protector of the universal cord on the suction connector side had a scratch. The universal cord had a scratch. Switch 1 had a cut. The grip was shaved. The upward/downward angulation control knob had corrosion. Due to the clogging of the nozzle, the air supply volume did not meet the standard value. The adhesive on the bending section cover had a white-clouded area. The adhesive on the bending section cover had a crack and was chipped. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The plastic distal end cover had a scratch. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information. The following was also provided by the customer regarding the insufficient cleaning: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. It is unknown if there was any delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water. It is unknown if there was any abnormalities in the accessories used for reprocessing. The nozzle was cleaned with lint-free cloths/brushes/sponges and flushed with detergent solution. It was not known when the foreign material adhered to the nozzle, and there were no other reprocessing concerns.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that deviated from the instruction manual. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.